Manufacturer narrative:
The reported event was confirmed. The device did not meet specifications. The product was intended to be used for treatment purposes. The product was influenced by the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted that there was a ridge present on the catheter balloon upon return. This is out of specification per inspection procedure, which states, "balloon must not cuff after deflation" the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon concentricity was observed to be 50:50 as compared. The balloon rested for 30 minutes without leaks and passively deflated without issue (no ridge noted), returning 10ml of solution. The catheter was confirmed to be size 14 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿balloon material does not shrink quickly enough.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿released c.r. Bard, inc. Covington, ga 30014 u.s.a. Made in mexico lubricious coating bonded to a bardex® foley catheter made of clear silicone elastomer pk7602585 04/2006 warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Unless package is opened or damaged. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. Bard, bardex and lubri-sil are registered trademarks of c. R. Bard, inc. Or an affiliate. U.s. Patent number 5,179,174 and patent pending. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Lubri-sil® all-silicone foley catheter peel to open" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley balloon mushroomed upon removal. Per additional information received, the device was used on a patient from (B)(6) 2020 and the incident occurred during removal on (B)(6). The patient experienced a great deal of physical and emotional discomfort during the complicated and prolonged removal process, but did not result in any harm or need for further intervention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley balloon mushroomed upon removal. Per additional information received, the device was used on a patient from (B)(6) 2020 and the incident occurred during removal on (B)(6) 2020. The patient experienced a great deal of physical and emotional discomfort during the complicated and prolonged removal process, but did not result in any harm or need for further intervention.